Event description:
Customer reported they need to order the vertical lift push switch cable assembly due to the push switch is sticking. There was no pt involved and system was not used during a case at time of complaint.